Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the screen was frozen as the touchscreen would not respond to the stylus. It was also noted that the paper tray was nearly empty and there was slight damage to the display bezel that was considered acceptable. The stylus was replaced and calibrated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was frozen. The programmer was returned for service. There was no patient involvement.